Event description:
The complainant indicated that in addition to the reported malfunction, the device also did not power-up.

Event description:
The complainant alleged that during biomed testing, the device displayed "status 36" and "status 72" messages. The complainant indicated that there was no pt involvement in the reported malfunction.